Manufacturer narrative:
The device lot number was asked for but not provided; therefore, a device history record review could not be conducted. The hydrus microstent was reported to be available for return; as of the date of this report, it has not yet been received. A supplemental report will be filed if new information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received is that the implant caused inflammation due to improper placement. At this time, it is unknown if the hydrus device was explanted.

Event description:
A patient underwent hydrus microstent implantation on or around (B)(6) 2022. The surgeon is considering removal of the hydrus microstent and discussed the case with expert opinion md (eomd). The expert provided additional details after discussion with the surgeon and explained that the case was tough, with poor view, and that better visualization is desired. The hydrus reportedly dove posteriorly, and the eye has inflammation and elevated iop. The expert recommended repositioning of the stent, additional information has been requested from the treating physician and awaiting response as of the date of this report.

Manufacturer narrative:
It is presumed as of the date of this report that the hydrus microstent remains in-situ and not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Secondary surgical intervention (ssi), inflammation and elevated iop are listed in the device labeling as potential adverse events. The manufacturer internal reference number is: (B)(4).